Event description:
On (B)(6) 2012, customer reported that the access 2 instrument generated one erroneous accutni result within the risk stratification range for one patient. Customer stated that the original result had been reported out of the laboratory and the patient was placed under observation as a result. Customer stated that the original sample was repeated on another access 2 in duplicate. Both repeated results were well within the normal reference range. The physician was notified of the corrected results. The original access 2 passed system checks within specification on (B)(6) 2012. Quality control (qc) and system check data passed on (B)(6) 2012. The other access 2 unit also performed within qc specification. Service was dispatched, and no cause was determined for this event.